Manufacturer narrative:
Due to character restrictions, initial reporter telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use testing when turned on, the cardiosave intra-aortic balloon pump (iabp) unit shows that the electrical safety test has failed and error code is #13. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (B)(6). Getinge field service engineer (fse) when the machine is turned on, it shows that the electrical safety test has failed, and the error code is 13#. After replacing the motherboard and backplane it will alarm "electrical safety test failed 13#" after 30 minutes of use. Performed full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.